Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was having wound healing issues. Symptom was drainage at the pocket site. Gram stain was done and result was negative. The physician did not suspect infection. The patient was prescribed antibiotics as prophylaxis.

Manufacturer narrative:
A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the ipg was found to be satisfactory.

Event description:
A report was received that the patient was having wound healing issues. Symptom was drainage at the pocket site. Gram stain was done and result was negative. The physician did not suspect infection. The patient was prescribed antibiotics as prophylaxis. The patient's draining has decrease in both incisions but there was still fluid leaking.

Manufacturer narrative:
(B)(4). Additional suspect medical device component involved in the event: model #: sc-8336-50, serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. Additional information was received that the patient still had serous fluid draining from the battery incision site however; the physician cleared the patient and stated that the incisions have healed and looked good.

Event description:
A report was received that the patient was having wound healing issues. Symptom was drainage at the pocket site. Gram stain was done and result was negative. The physician did not suspect infection. The patient was prescribed antibiotics as prophylaxis. The patient's draining has decrease in both incisions but there was still fluid leaking.